Manufacturer narrative:
(B)(4). The carefusion certified 3rd party field service technician was unable to duplicate the reported issue. Upon evaluation of the suspect device, the device was operating properly. Operation verification procedure (ovp) was performed on the suspect device and found no anomalies. The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the ventilator had a blank touch screen. The reported issue was found during testing so there is no patient involvement.